Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall during a cartridge and tubing change, which persisted despite a restart and dry run, and then resolved after the user replaced all infusion supplies from a different box and restarted the pump, after which insulin delivery resumed. Symptoms included interruption of insulin delivery without reported adverse clinical effects. Outcomes included restoration of therapy following successful supply replacement, with no medical intervention or hospitalization. Investigation included remote troubleshooting, guided device restart, dry run verification, supply change with new infusion set and tubing, and confirmation of normal operation post-intervention. Investigation of this case revealed a consecutive stalled motor alert associated with the infusion set and/or tubing change that was mitigated by replacing the consumables, indicating a supply-related or transient occlusion or drag condition rather than a persistent pump motor failure. It was concluded, based on previously established findings for similar reports, that the cause was probable use of compromised or defective disposable components leading to a transient motor stall.